Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced permanent injuries, undergone multiple surgeries, severe back pain, bladder problems, pelvic pain, urinary incontinence and infection, rectal spasms, severe diarrhea, and nausea.

Manufacturer narrative:
Devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).